Manufacturer narrative:
Zimmer biomet does not have reporting responsibility or distribution rights in the united states. Communication has been sent to the manufacturer for this event. Please consider this report void.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It is reported that patient is experiencing high metal ion levels three years subsequent to a cranioplasty performed with palacos cement. Patient claims a dosage of nickel in the blood equal to 9 times the standard. No further information is available at this time.